Event description:
Boston scientific received information that during implant, the physician had difficulty extending the helix of this right ventricular (rv) pace/sense lead despite 20 turns but implanted it anyway. A few days later, the lead exhibited high pacing thresholds resulting in loss of capture without asystole. The physician attempted to alter the pacing vector but was unsuccessful and believed the lead had become dislodged. (The helix was not visible.) Five days post-implant, the lead was explanted and a competitor lead was implanted.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Event description:
The explanted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted around the helix base, extending into the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. Next, resistance and pressure testing was then performed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within the normal range. Past experience has shown that blood infiltration into the helix housing can negatively impact the function of the helix mechanism. When blood enters the helix housing it can get trapped and coagulate within the helix mechanism. This can add significant resistance to extending or retracting the helix. Based upon your clinical observation and the laboratory findings, we believe that body fluid inside the helix housing caused the irregularity in helix function, as coagulated body fluid/tissue can impact into the tip of the housing, preventing appropriate tip to tissue contact.